Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. Nj was used as a place holder. Investigation summary: a complaint history check was performed and this is the 1st related complaint for missing label content (expiration date missing from shelf carton) and expired product on lot # 0209600. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿due to this being an older batch and we only keep files for 7 years, a DHR review is unable to be completed.¿ as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration date was missing on shelf pack and product was used after expiration with a bd syringe 0.3ml 28ga 1/2in . The following information was provided by the initial reporter: it was reported that expiration date was missing from shelf carton. Also used the product and it is expired. Additionally, the bd sales consultant provided the following additional information: consumer called for product information, looking for 1ml, 28g, 12.7mm syringe for testosterone injections. Said he purchased catalog # 328430 about 2 months ago, he used the product and wanted to purchase more. I advised consumer that the product he purchased was discontinued and more likely expired. There was no expiration date on the package.